Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removing the tissue sample from the sample notch, the top slide of the biopsy instrument was allegedly unable to be primed properly and self-activated. There was no reported patient injury.

Event description:
It was reported that upon removing the tissue sample from the sample notch, the top slide of the biopsy instrument was allegedly unable to be primed properly and self-activated. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, the left bumper was noted to be bent by the spring and the cannula tangs were unable to fully lock into the primed position. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for failure to prime of the cannula. The investigation is inconclusive for the reported self-activation of the stylet as functional testing could not be completed due to the failure to prime of the cannula. The bent bumpers likely contributed to the incomplete cannula tang engagement as well as the failure to prime and self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: (feb 2021). (B)(4).